Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported difficulty in trying to change the setting in a certas valve. On (B)(6) 2020 a patient who currently has certas plus valve implanted has returned to the hospital with symptoms. The initial setting was at 5, and when patient returned, the valve was reading at setting 2. Also reported difficulty in trying to change setting when the patient returned. The valve was changed to setting 8, and patient was taken to surgery. Surgeon removed implanted certas plus valve and replaced with another certas plus valve. Surgeon reports that patient is doing well after valve was replaced.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: failure analysis - the valve was visually inspected, biological debris were noted on the outside of the valve and inside needle chamber, also needle holes were noted in the needle chamber. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted with the valve.